Event description:
It was reported to boston scientific corporation that a hydrothermablator (hta) procedure set was being prepared for use during a therapeutic hydrothermal ablation procedure in late 2008. According to the complainant, during set up when the nurse plugged in the heater canister it instantly over heated. The heat rod turned red, and the canister was very hot. They took the kit apart and tried to turn machine back on and machine would not turn on. The procedure was not completed due to this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since it was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.